Manufacturer narrative:
Relevant retention test strips (lot 121347) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The customer did not return any product. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of error messages on their coaguchek xs meter with serial number (B)(4). The customer also complained of erroneous inr results when testing a patient on this coaguchek xs meter compared to the laboratory. The patient was tested "multiple times today" on the facility coaguchek xs meter with results of 5.4 inr. The patient was tested at 7:32 a.m. And the result from the meter was 5.4 inr. The patient was tested at the laboratory at 12:00 p.m. Using the dade innovin reagent and the result was 2.9 inr. The patient had also tested on her own coaguchek xs meter within 7 hours of these tests at home that morning and the result was 3.0 inr. The patient's meter result was believed to be correct since it corresponded to the result from the laboratory. The facility meter result of 5.4 inr was believed to be incorrect. The patient¿s therapeutic range was not known. No adverse event occurred. The customer doesn't know if the patient is anemic or if the patient has antiphospholipid antibodies. The patient is not on heparin or direct thrombin inhibitors. The facility meter and test strips have been requested for investigation.